Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va04uzl, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they couldn¿t decide if it was working or not but they didn¿t think that it was. The patient clarified that it seemed like they had been having more trouble getting to the bathroom and at night it was worse than it had ever been when they were in bed or in the morning. It was noted that it had probably been a couple of months since the patient noticed this and the patient didn¿t know how to use the patient programmer. The patient didn¿t feel like they felt stimulation. It was reported that the implantable neurostimulator (ins) didn¿t feel like it was in the right shape and like it had been messed up somehow and the patient stated that this was around the same time. The patient had a couple of medical procedures and 1 they forgot to tell the health care provider (hcp) about it when they had their toe amputated and they put something next to them here. It was noted that the patient had an endoscopy about 2 weeks ago and they knew about the patient¿s ins and the patient didn¿t know if those had anything to do with what they were experiencing now. The patient put the programmer up to their ins and it didn¿t do anything and nothing was coming up on the screen. It was reported that the patient had never changed the batteries and they didn¿t believe they had alkaline batteries. Additional information was received from a hcp on 2017-feb-22. The hcp reported that the patient¿s daughter had stated that the ins was not working and was not turned on. The patient¿s family felt that the ins never worked for patient. It was indicated that the hcp could not troubleshoot due to lack of access to product. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.